Event description:
Patient receiving multiple vasopressors and sedatives. Medication bag ran dry, air was introduced into the tubing. Users re-primed and got the "air-in-line" alarm condition. Visual inspection of the tubing revealed no air present. Multiple restart attempts were made without success. The patient's blood pressure had decreased to < 70 mmhg; a bolus of dopamine was required to maintain blood pressure. The user powered the device off, then on again, and was finally able to resume infusion at the previous settings. There was no resultant patient consequence.